Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Blood was collected from one employee donor into ten tubes from the retention lot. The customer's indicated failure mode for fibring clotting causing clogging was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retention lot samples.

Event description:
It was reported bd vacutainer® sst¿ blood collection tubes is clogging instrument probes. No injury or medical intervention reported.